Manufacturer narrative:
Conclusion: the device was returned for evaluation. Visual and functional examinations were performed and the sample does not have any broken or damaged components that could have affected its function. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a reservoir was attached to a drain. After the surgery, the reservoir was swelled and air leakage was found when the patient was transported from the operation room. The connection part was checked, but there was no problem. Another reservoir was used and it worked properly. There was no adverse consequence to the patient.